Manufacturer narrative:
This event was previously reported in MFR report #3006630150-2015-02865 and is a duplicate MDR.

Event description:
A report was received that the patient underwent a lead and extension explant due to infection, pain, and high impedances. Pain medication was given to the patient and the issue resolved. The event was assessed to be related to the device hardware.

Manufacturer narrative:
Expiration date - ni. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead and extension explant due to infection, pain, and high impedances. Pain medication was given to the patient and the issue resolved. The event was assessed to be related to the device hardware.

Event description:
A report was received that the patient underwent a lead and extension explant due to infection, pain, and high impedances. Dead tissue was found under the lead when removing the suture. Pain medication was given to the patient and the issue resolved. The event was assessed to be related to the device hardware.